Event description:
It was reported that the patient had a full system explant. The explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received indicating the patient has been having problems with vns since having it implanted. The patient¿s device has been off for some time. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Device available for evaluation. The explanted devices were received on 10/26/2020 prior to submission of initial MDR.

Event description:
The explanted devices were received for product analysis. The lead analysis was performed. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion. Generator analysis is currently being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Device output signal was monitored for more than 24-hrs and the results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.